Event description:
It was reported by the customer that a pyxis medstation es system tower door keeps failing, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed due to component. Field service engineer found that t-shot and all harness connections had oxidation. Consequently, a specialist cleaned and treated the connections and tightened the bite of the connections to resolve the issue. The system functioned as intended after the field service engineer serviced the device.